Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hyterectomy, the device did not staple or cut. Upon closer inspection, there does not seem to be any staples in the cartridge or any knife. Another instrument was used to complete the case. There was no consequence to the patient.